Event description:
It was reported that the customer was hospitalized for diabetes ketoacidosis. It was stated that the customer was vomiting and was not feeling well. Troubleshooting was performed. The time, date, bolus history, basals, alarm history, and daily totals were correct. Ran a fixed prime test and the insulin exited. Performed a high pressure test and the device passed the test. It was stated that the customer's blood glucose was 295mg/dl, but the glucose level was not treated. The customer took a manual injection after school. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.